Event description:
It was reported that this right ventricular (rv) lead recorded an irregular pacing impedance spike out-of-range of 2700 ohms, that is related to the spring contact issue according to technical services. Reportedly, the patient suffered a pre-syncope episodes. The minute ventilation feature was turned off and this rv lead was reprogrammed to unipolar pace and bipolar sense. The patient will continue to be monitored. This rv lead remains service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).